Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon did not inflate during the inflation test prior to use. Updated information received clarified that the event occurred during insertion. The user tried to inflate the balloon after placement of the catheter. The balloon didn't inflate during insertion. As a result, the catheter was replaced by a new one. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the "balloon didn't inflate" is confirmed. The balloon was unable to be inflated due to a blockage within the inflation lumen. A blockage was also noted within the injection lumen. With the combined damage the device was unable to be functionally tested any further. Although, the root cause of the complaint is undetermined the balloon was visually inspected with no abnormalities found. It cannot be determined if the blockage in the inflation lumen caused the reported complaint. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that the balloon did not inflate during the inflation test prior to use. Updated information received clarified that the event occurred during insertion. The user tried to inflate the balloon after placement of the catheter. The balloon didn't inflate during insertion. As a result, the catheter was replaced by a new one. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.